Event description:
It was reported that the patient passed away. The cause of death was unknown. The outcome was not considered device or therapy related.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively established through this evaluation. The device was not explanted for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists all adverse events which may be associated with the use of heartmate ii lvas, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.